Event description:
Additional information noted the patient was injected with 1 syringe of juvederm® volbella¿ xc. The following day after the initial injection, the patient was treated with hyaluronidase to flood the area, which did little to relive the symptoms. The evening of the next day, the patient received an inter-arterial injection of hyaluronidase with ultrasound guidance. After this injection, the patient reported the symptoms resolved. 2 days later the patient underwent a hyperbaric chamber treatment and an additional treatment the next day. The event resolved after the second injection of hyaluronidase.

Manufacturer narrative:
Clarification to h6: the syringe has been discarded.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional injected a patient with juvederm® volbella¿ xc in the lips, with pain and bruising noted upon injection. 2 days later, the patient reported symptoms of vascular occlusion, which included "persistent pain, discoloration around area of injection, inside of mouth, and teeth." The physician treated the patient with an injection of hyaluronidase that day and the following day. No improvement was noted the following day after the injections of hyaluronidase. The event is ongoing.